Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the no patient account was pulled up in the station. A technical support specialist (tss) dialed into the station and the server and reviewed synchronization information. The station was found to have multiple upload errors related to table. The station, which had been in storage for over a year. A field service engineer (fse) was reimaged by deleting remote support service (rss) 4.10 and loading rss 4.12. Network settings were configured, synchronization was performed, and e-set v11, tls and ecc curve packages, and firmware updates were pushed. Auto boot was configured, and the customer successfully logged in and verified that patient data was current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no patient accounts were pulling up in the medstation. The customer stated that when selecting the "all available patients' tab, no patients populated, and the device displayed a message stating, "too many patients on the list, enter last name or ir to filter the list of patients." When an active account number was entered, the same message was displayed. The customer noted that the machine should reflect the same patient list as edmed3. The station was confirmed to be connected to the server and was not currently in use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.